Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2009) is considered to be a best estimate. This supplemental emdr represents the bard/davol perfix plug (device 2). An additional supplemental emdr was submitted to represent the bard flat mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard/davol perfix plug on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with right direct inguinal hernia thereby underwent open repair with implant of bard flat mesh (device 1) and perfix plug (device 2). Per operative notes, ¿an incision was made parallel to right inguinal region. The hernia sac was dissected out. A bard flat mesh (device 1) was onlay was placed near pubic tubercle and secure it with sutures. A perfix plug (device 2) was placed beneath the transvers fascia through the defect with (device 1) and secure it with sutures.¿ (B)(6) 2021 ¿ patient was diagnosed with left initial inguinal hernia, right recurrent inguinal hernia, pain, hereby underwent laparoscopic repair with implant of two synthetic mesh and explant of bard flat mesh (device 1) and perfix plug (device 2). Per operative notes, ¿a curvilinear incision was made into the periumbilical region. The left inguinal hernia sac was dissected out. The defect was closed with sutures primarily. Previously placed (device 1 and 2) was completely separated from the abdominal wall and migrated into the extraperitoneal space. Previously placed bard flat mesh (device 1) and perfix plug (device 2) were completely removed from right inguinal floor. Two synthetic mesh was placed into the defect and secure it with sutures.¿

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard/davol perfix plug on 21-sep-2010. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard flat mesh (device #1). Should additional information be provided, a supplemental emdr will be submitted.